Event description:
Sorin group (B)(4) received a report that there was reduced flow through the cardiotomy section of the hardshell venous cardiotomy reservoir during a procedure. The clinician replaced the oxygenator with another and the procedure was completed without further issues. There was no pt injury.

Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) manufactures the d 905 eos hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was reduced flow through the cardiotomy section of the hardshell venous cardiotomy reservoir during a procedure. The clinician replaced the oxygenator with another and the procedure was completed without further issues. There was no pt injury. The customer alleged the reported issue could result in a risk to pt safety. This medwatch is being filed as a result of this allegation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.